Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' A imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified bone and a fracture at the collar section. Pre-existing conditions noted on the per is clenching. The reported device location is unknown and was used for approximately 3 years and 5 months. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: contraindications warnings changes in performance adverse effects also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (63348241). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63348241) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Email address unknown / not provided.

Event description:
It was reported implant was removed due to fracture. Doctor noticed the implant fractured in a patient check up due to crown mobility.